Event description:
During a patient's generator replacement surgery, it was reported that one of the devices could not be interrogated with. The generator was never taken out of the packaging. The area where the generator was attempted to be interrogated was checked for emi and there was reportedly no emi present. A backup generator was used and that device was interrogated successfully using the same programming system attempted with the generator that was not implanted. A review of the device history record confirmed that the generator had passed all quality inspections prior to release for distribution, including all functional tests. The generator was returned to the manufacturer for analysis, which has not been completed to date.

Event description:
The generator was returned for analysis in the unopened packaging. The generator was attempted to be interrogated in the lab, but could not be interrogated. The generator case was removed and the battery voltage was measured with the battery still attached to the printed circuit board assembly (pcba), where it was verified that the voltage was at end of service levels. Visual analysis of the printed circuit board identified contaminated material present on the edge. With the battery removed, the pcba was subjected to a post-burn test were it failed several electrical tests. Fine grit sandpaper and isopropyl alcohol was used to remove the observed contaminates from the pcba and the results of the test after removal of the contaminates verified that they had caused additional supply current drain on the generator during both standby and pulsing modes of operation.